Event description:
It was reported that a flogard infusion pump did not function. The process step that this malfunction was identified is unknown. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection and alarm log review identified a batter low alarm. The battery low alarm was caused by a defective/inoperative battery. The battery was replaced to fix the reported problem. The pump passed all tests and was returned to the customer in working order.